Manufacturer narrative:
The suspect device has not been returned to olympus and a root cause cannot be identified at this time.

Event description:
Olympus was informed of multiple e204, focus function errors, displayed on the cv-190, evis exera iii video system center. There was no report of patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.